Manufacturer narrative:
The reported event of noise was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks which is consistent with friction to device can. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone.

Event description:
Related manufacturer reference number: 2017865-2020-02979, 2017865-2020-03392.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.